Event description:
I had surgery one month ago ((B)(6)) to remove my6 month old allergan natrelle silicone implants. My breast augmentation was done on (B)(6) 2018 through one of the best plastic surgeons in (B)(6), dr (B)(6). I am a (B)(6) year- old mother of three and had thoroughly researched doctors, met with many, thought I had done all of my due diligence and mistakenly assumed these devices were safe. I believe the immediate negative reaction my body had is due, in part, to my genetics, specifically, I have homogeneous mutations of both mthfr 03 p39p and mthfr a1298c. I already had this information in (B)(6) data and had I been at all warned by my doctor or the device manufacturers that this could cause issues, I would most certainly not have gotten the implants. I only learned of the association between mthfr and breast implant illness through my own research. This genetic mutation puts me at a higher risk of developing an auto-immune disease and makes it harder for my body to eliminate toxins. Within 4 months of getting my breast implants, my immune system was attacking my thyroid. Previous to this, my labs at my last physical showed me to be one of the healthiest people my gp had ever had in his office (not my opinion - that's exactly what he told me). I began having strange/ new symptoms very soon after implanting and the last 6 months have been the most stressful and unhealthy, mentally and physically, of my life. Now having just undergone a very painful and disruptive surgery to remove the breast implants and capsules, I am hopeful I can restore my health to what it was 6 months ago. Pre-explant symptoms: tonsil infection (B)(6): treated with penicillin (I have never had an infection in my life prior to this, aside from a uti many years ago). Swollen/ aching lymph nodes under arms, started mid - (B)(6) swollen/aching lymph nodes in throat: started (B)(6). Aching in thyroid, elevated thyroid antibodies; confirmed by gp on (B)(6) through lab work. Diagnosis was possible a1 issue to be treated with naltrexone (ie: hashimoto's) muscle cramps, burning sensation, bone and joint aching in wrist and hands, aching in bones of upper ankles, extreme anxiety and insomnia. Please feel free to follow up with me or use this statement however is necessary in the march 25 FDA hearing. I can provide any statements and lab tests that would be helpful. The association between breast implants and auto-immune disease and other negative health effects must be presented to patients and properly disclosed by doctors before breast augmentation surgery. This has to change.